Event description:
It was reported that a capacitor charge time limit reached alert was observed via remote transmission. The patient was brought in clinic and the capacitor maintenance was tested 3 times, all with charge times within normal limits. Technical service discussed device replacement based on one out of range capacitor charging measurement. The patient was stable and will be monitored via merlin.nert.